Manufacturer narrative:
(B)(4): the device manufacturer date is not available as the serial number is unknown.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon believes he may have seen a foreign body in one of the intraocular pcb00 lenses he implanted. There was no patient injuries reported. No additional information provided.

Manufacturer narrative:
To date the intraocular lens (iol) remains implanted therefore product testing could not be performed and the customer's reported compliant could not be verified. Manufacturing records review: manufacturing records could not be reviewed as the serial number of the lens is unknown, was not provided. Labeling review: the directions for use (dfu) adequately provide instructions and precautions for the proper use and handling of the product. The dfu instruct to inspect the device for particles, material deposits, damage, or other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.